Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI). Part analysis: the report condition of drawer failure was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that drawer 5.1 was not detected on bus. The fse replaced the pyxis module controller board. There was no fix, it had same issue. The fse replaced both drawer board and drawer retractors. Then, the fse replaced the pyxis module controller board again and it tested good. Additionally, hta diagnostics were passed. The rx technician successfully performed recovery and accessed multiple times. During dchu visual inspection: p/n 353844-01 (a): the part was received with copper strands in contact with adjacent copper strands. P/n 353844-01 (b): the part was received with no signs of physical damage, fluid ingress or missing components. P/n 151622-01 (s/n (B)(6)): the part was received with no signs of physical damage, fluid ingress or missing components 151622-01 (s/n (B)(6)): the part was received with no signs of physical damage, fluid ingress or missing components p/n 151630-01 (s/n (B)(6)): the part was received with a blown fuse (f201). P/n 151630-01 (s/n (B)(6)): the part was received with no signs of physical damage, fluid ingress or missing components during dchu testing: p/n 353844-01(a): due to evident thermal damage in the assy retractor dwr hh cubie, no further testing was deemed necessary. P/n 353844-01 (b): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing on the flat flex cable. A functional testing was performed using a dchu hta equipment and no issues were found. P/n 151622-01 ((B)(6)): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on components d501 and mosfet q501. No further testing is required. P/n 151622-01 (s/n (B)(6)): was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing on components d501, mosfet q501 and mosfet q601. A functional testing was performed using a dchu hta equipment and no issues were found. P/n 151630-01 (s/n (B)(6)): the testing from dchu was not necessarily due to the blown fuse observed during the visual inspection. P/n 151630-01 (s/n (B)(6)): the pmc hh was evaluated on an esd protected surface with a calibrated dmm and it passed the resistance testing on fuse f201. A functional testing was performed using a dchu hta equipment and no issues were found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the assy retractor dwr hh cubie (a) (p/n 353844-01) had copper strands in contact with adjacent copper strands which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 / mosfet q501 on the use 331392-01 pcba dwr cntlr v1.10/v1 which led to circuit instability and ultimately compromised the drawer's functionality. A broken/blown fuse f201 on the pcba pmc v1.06/v0.09bl hh which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height cubie drawer 5.1 had failed even after a reboot. A field service engineer (fse) replaced the pyxis module controller board, but the issue persisted. Fse replaced the drawer board, and both drawer retractors, but the issue persisted. The fse then replaced the pyxis module controller board again and tested the system. Everything was functioning properly and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.